Event description:
The patient reported cramping around the implant site. During the explant procedure, the surgeon found scar tissue where the leads plug into the ipg. Patient is reportedly not experiencing any more cramping after explant.